Event description:
It was reported that during the procedure, the surgeon used the black 60 reload on the bronchus with the echelon flex plus device. This was the first firing, and he regularly uses this reload for the bronchus without any issues. However, this time, although the firing itself was successful and the bronchus was stapled and cut, all the staples unexpectedly fell inside the patient. Normally, the staples remain on the anvil or attached to the staple line, as shown in the attached example photo. In this instance, not only did the staples drop inside, but some were not properly formed into the b shape and remained with straight legs, as if they hadn't fully engaged with the anvil pockets. The case was standard, with no variations from usual practice, and there was no adverse effect on the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2024. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows an anvil of a device with a black reload loaded with a staple line, and acceptable formed staples are observed. Additionally, a plastic with a staple line, and acceptable formed staples are observed. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.